Event description:
It was reported that at the user facility the device was overheating. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported overheating of the device was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the motor windings were damaged, which can lead to the reported event and can be caused by material fatigue or impact.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility the device was overheating. The user facility was not able to provide any further information regarding the reported event.